Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Hardware low level failure confirmed in pump history with variable due to broken trace at electrical board on keypad assembly.

Event description:
The customer reported via phone call that the insulin pump received a pump error alarm during self test. Customer's blood glucose value was 144 mg/dl. The customer also reported getting failed battery alarm multiple times. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.